Event description:
During an unknown procedure, the tip of the guidewire was reported to have broken off. No additional information was supplied, and requests have been made for additional patient and procedural details with none forthcoming as yet. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.